Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer contacted their healthcare provider to obtain alternate insulin therapy.